Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planned hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced scar ("scars"). It was unknown whether any action was taken with essure. At the time of the report, the medical device removal and scar outcome was unknown. The reporter considered medical device removal and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('planned hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced scar ("scars"). It was unknown whether any action was taken with essure. At the time of the report, the hysterectomy and scar outcome was unknown. The reporter considered hysterectomy and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.